Manufacturer narrative:
(B)(4).

Event description:
It was reported the retrograde drl 8.5mm cutter broke. This occurred during the procedure and a backup device was available to complete the procedure. There was a delay of less than 30 minutes. No patient injuries reported.

Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported the retrograde drl 8.5mm cutter broke. This occurred during the procedure and a backup device was not available so a competitor's device was used. There was a delay of less than 30 minutes. No patient injuries reported.